Event description:
It was reported that during a laparoscopic colon surgery, two clip appliers from the same lot malfunctioned. After having properly positioned the first two-three clips, the devices started to fire open clips into the operating field. One clip that had been closed was actually found broken in the operating field at a later stage in the procedure. The case was carried out and finished by opening a third clip applier. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional information: what type of structure was the device being fired across? Inferior mesenteric artery. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No unexpected resistance. Were any unexpected noises heard? No unexpected noises. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? It was activated both inside and outside the patient. The analysis results found that instrument (a) was returned in good visual condition with a broken clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the clips were not properly fed into the jaws causing the clips to be ejected, during consecutive firing sequences the clips were caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. It should be noted that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of instrument (b) was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were formed scissor due to the misaligned condition of the jaws, then the device locked out as intended. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j9071h, expiration date: 12/2016, manufacturing date: 01/2012.